Event description:
It was reported that during a ptca treatment procedure, the balloon ruptured at 6 atms on the first inflation. The procedure was successfully completed. No pt injuries or complications were reported. The pt status is 'good'.